Manufacturer narrative:
On 12/23/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/11/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 10/16/2019, mentor became aware that the date of surgery is (B)(6) 2019. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 has been updated to (B)(6) 2019. - field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/14/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the sample, a crease was noted in the anterior view. Leak testing revealed a tear noted within the crease, measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: right; 300cc mentor memorygel breast implant; catalog number: 3503004bc; serial number: (B)(4). (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent revision breast augmentation with 300cc mentor memorygel breast implant and was presented with left side breast implant rupture confirmed by mammogram on (B)(6) 2019, digital ultrasound on (B)(6) 2019 and then via MRI on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.